Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. Investigation summary: cardiac arrest/ pneumothorax : the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular fibrillation requiring defibrillation and resuscitation. The patient had possible tension pneumothorax requiring decompression, and had a fem-fem bypass.